Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during the implant attempt, the lead's helix would not extend. The lead was removed and it is unknown if it was replaced. No patient complications have been reported as a result of this event.